Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was positioned at least ten to twelve times but had the same results of diminished r-wave sensing. One location had acceptable r-wave sensing but had poor threshold. It was noted that the lead helix then appeared to be malfunctioning. The lead was not used and a new lead was used. The patient is a participant in the refine clinical study. No patient complications have been reported as a result of this event.